Manufacturer narrative:
The insulin pump was received with blank display due to a corroded battery cap contact. With a testing cap, all the buttons functioned properly and no moisture damage on keypad traces noted. The device had normal operating currents and no off no power or low battery alarm noted. The insulin pump was received with a broken battery cap, cracked battery tube threads and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 79 mg/dl. During troubleshooting, customer mentioned damaged battery cap and cracked top of the battery compartment. Customer had an off no power alarm and then a blank display. Troubleshooting was not able to resolve the issue. The device was returned for analysis.